Event description:
Pt reported being admiitted to hosp for dka. Severe hypergylcemia (1337 mg/dl) and no blood pressure. Pt reported that hosp staff indicated that her device showed that there were boluses of insulin given, but there was no insulin in her blood upon admission. Pt indicated that hosp staff stated that the dka caused the heart failure.